Event description:
It was reported that during the procedure to replace the right ventricular lead, the physician noted an insulation anomaly on the right atrial lead. The lead was explanted and replaced.